Event description:
Additional information noted that the patient&#38112;battery seemed like it was discharged and wanted to meet with a manufacturer&#38112;representative. In the interim they were currently taking high dose of narcotics and pain medication.

Event description:
Additional information received from the patient reported the implantable neurostimulator (ins) had migrated over and it was touching the patient's spine. The patient had fallen 2 months ago at the doctor's office and when he fell he hit his back. The patient was in pure pain and was hurting. The patient wanted the device removed.

Manufacturer narrative:
Other reported for seizures. Concomitant medical products: product ID 3550-29, lot# n234588, implanted: (B)(6) 2010, product type: accessory. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported there was damage to the implantable neurostimulator (ins) after a fall. There were no positional movements, medical tests, or electromagnetic environmental exposures that could have been related to this issue. The patient had pain because the "stimulator broke in two during the fall." This was considered a sudden change in symptoms. It was noted the patient had seizures. A week prior to the report, the patient had a bad seizure and fell and hit the night stand. Then the stimulator box moved all the way to the spinal cord and broke in two. It shattered and was giving the patient nothing but pain and the patient was in danger of getting paralyzed on the left had side if he did not get this out. It was reported the patient was constantly in pain and attributed 2 historical heart attacks to this pain. The patient could not get upright and could not walk right. The patient needed to find a doctor to remove the system. Relevant medical history included lumbar radiculopathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the device wasn¿t working and wasn¿t stimulating their back. The consumer further reported they were seeing the poor communication screen on the patient programmer (pp), were seeing the reposition antenna screen on the recharger, were unable to communicate using the recharger or pp for the past two weeks, and were unable to charge for the past three weeks. The last successful recharging session or the last time stimulation was felt was three weeks ago. The consumer thought the reason the implantable neurostimulator (ins) wouldn¿t charge was because it had gradually moved out of position since implant due to falls from seizures, and was now up against their spine. The consumer tried to get the device explanted but their doctor wouldn¿t work with them. The manufacturer¿s representative (rep) was going to try and help figure out what to do.